Manufacturer narrative:
Review of manufacturing records. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(6) 2013, it was reported that the patient¿s vns was removed on (B)(6) 2013. The patient reportedly picked and picked at it until the metal was exposed. Follow-up showed that the device was visible at chest and was infected. The generator was removed, and the lead was not. The lead was stretched maximally and transected.

Event description:
The patient recently had generator replacement on (B)(6) 2013, and the mother reported that the morning of 06/18/2013, the patient had a low-grade fever and redness at the site of the generator incision. The physician reportedly prescribed sipro (an antibiotic) for these issues. The mother washed the wound in the shower with antibacterial soap, cleaned the bandage and reported the patient has not scratched the site. Attempts for additional information from the treating physician have been unsuccessful to date.